Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As received product exhibits signs of repeated use (nicked and gouged) has fractured into 2 pieces; all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The package insert instructs to inspect all instruments carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument it should not be used and representative should be contacted for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Received but not yet evaluated.

Event description:
It has been reported that during a kit inspection, the instrument was found to be fractured.